Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with s4 set screw new version. According to the complaint description, the product thread slipped when locking the screw. It occurred during surgery and the procedure was delayed for about 10 minutes. The malfunction had minimal impact to the patient; the screw was removed and replaced with another device. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the screw. In the first step, we investigated the hexagon of the screw. The hexagon of the screw shows only slight deformation. In the next step, we investigated the bottom of the screw. Here we found the typically circular wear of a not proper tightened screw. Respectively, a screw who was tightened over a not correct placed rod. After that we checked the thread of the screw. The thread is partially sheared off. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. And were found to be according to our specifications valid at the time of production. Review of the complaint history revealed, that two similar complaints have been filed against products from this batch number. The review of risk assessment revealed, that the overall risk level (severity x probability of occurrence) according to din en iso (B)(4). Is still acceptable. Conclusion and measures preventive measures: based upon the investigation results, a clear root cause conclusion cannot be drawn. There is no indication, for a material manufacturing or design-related failure. Based upon the investigations results, a CAPA is not necessary.

Event description:
The malfunction is filed under aag reference (B)(4).